Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that at the is-1 connector, the modules of the inner and outer coils were separated from each other. The inner coil was found deformed in this area. As the root cause of the observed damage, tensile forces during the surgery should be taken into consideration. Furthermore cuttings in the insulation were observed which occurred most likely during explantation procedure. Blood penetrated the lead in these areas. In summary, the modules of the inner and outer coils at the is-1 connector pin were separated from each other. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to a fracture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.